Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's blood glucose (bg) elevated to 600 mg/dl. Customer changed all supplies and resumed insulin delivery to address bg. Customer was unsure of the reason for elevated bg, but suspected that trying a new infusion set site location could have been a factor. Tandem technical support performed a pump system check and found pump to be working as intended.